Manufacturer narrative:
The stent remains implanted and the delivery system will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 2.8 x 16 mm graftmaster stent referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion in the right posterior descending artery. A 7french non-abbott guide catheter extension was used and dilatation was performed using an unspecified 2.5mm dilatation catheter balloon. A balloon rupture occurred after inflation and a perforation was seen. Some visualization issues were noted, due to the retention of contrast. The 2.8 x 16 mm graftmaster stent delivery system was advanced through the guide catheter extension to the perforation. The delivery system balloon was inflated to 12 atmospheres and the stent was deployed. The perforation was not sealed and the bleeding continued. It was thought that the graftmaster stent delivery system balloon may not have been inflated appropriately, that the stent size may not have been the correct size for the perforation, and that the stent may have been placed in the wrong position, due to the visualization issues; therefore, the 3.5 x 16 mm graftmaster stent was used. The 3.5 x 16 mm graftmaster stent delivery system was advanced and positioned in front of the 2.8 x 16 mm graftmaster stent. The stent was deployed. Imaging was noted to be difficult and it was unable to confirm that the stent delivery system balloon was fully deflated. During removal of the stent delivery system, resistance was met with the guide catheter. The graftmaster stent delivery system met resistance with the graftmaster stent and pulled the stent to the right coronary artery (rca). Additional dilatation was performed to fully appose the stent to the vessel wall. The procedure ended with the graftmaster stent remaining at the rca. The bleeding at the perforation stopped. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code: 2017 - failure to follow instructions. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It was reported that the rx graftmaster covered stent was deployed at a maximum pressure of 10 atmospheres (atm). It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, instructions for use (IFU) specifies: deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. The IFU, table 10 specifies the nominal pressure is 15 atmospheres (atm). It is unknown if the IFU deviation contributed to the reported event. It was reported that the rx graftmaster was deployed, and the balloon was deflated for 20 seconds prior to retracting into the guide catheter. The IFU specifies: deflate the balloon by pulling negative on the inflation device. Larger and longer balloons will take more time (up to 30 seconds) to deflate than smaller and shorter balloons. Confirm balloon deflation under fluoroscopy and wait 10 ¿ 15 seconds longer. It is unknown if the IFU deviation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported deflation problem; however, factors that may contribute to deflation problems include, but are not limited to, inflation/deflation technique, contrast concentration, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. It is possible the balloon was not allowed sufficient time to deflate before an attempt was made to withdrawal the device, resulting in the reported deflation problem; however, this cannot be confirmed. The investigation determined the reported difficult to remove, migration, difficult/delayed positioning and subsequent treatments appear to be related to circumstances of the procedure. It was reported that the balloon deflation was difficult to see due to retention of the contrast agent, likely causing the reported difficult/delayed positioning. The stent delivery system interacted with the graftmaster stent which likely pulled the stent to the right coronary artery causing the reported stent migration. Further interaction with the guide catheter during retraction of the device, as resistance was noted, likely contributed to the reported difficult to remove. The graftmaster stent remains at the rca. There is no indication of a product quality issue with respect to manufacture, design or labeling.